Event description:
A materials manager reported that an intraocular lens (iol) was exchanged due to astigmatism and overcorrection. The pt reported that her vision was not clear. The iol was replaced with a same model lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).